Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, extracapsular collection and irregularities.

Event description:
Healthcare professional reported "deep folds, pain, loss of consistence, rupture, extracapsular collection and irregularities" via ultrasound and mammography. This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as fold flaw opening. ¿ migration: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, stress marks and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture, "deep folds, pain, loss of consistence, extracapsular collection and irregularities". The device has been explanted and replaced with a non-abbvie device.